Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) as it would not hold a charge. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 5059328, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI): (B)(4). Number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 5065556, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) as it would not hold a charge. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 5059328. Model/catalog description: infinion cx lead kit, 70 cm. Unique identifier (UDI): (B)(4). Number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 5065556. Model/catalog description: infinion cx lead kit, 70 cm. Unique identifier (UDI): (B)(4). Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.